Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led a photographic evaluation of five images. A visual inspection of the returned photos noted that there were malformed staples on tissue. Functional testing could not be performed since the device was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was no air leaks during testing during end of procedure. Immunofluorescence was also used to make sure there was plenty of perfusion when connecting tissue for anastomosis. However, post-operative from robotic laparoscopic sigmoid colectomy, the patient called in and said a pop was felt. The surgeon had the anastomosis rechecked. Patient was still in the hospital due to the reported condition.